Manufacturer narrative:
Product event summary: a segment of the driveline from pump was returned for evaluation. Two (2) controllers were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Log files covering the reported event date for con305658 were not available for analysis. The reported event was confirmed via log file analysis of the controller (con305525) in use at the time of the reported event which revealed several electrical fault, high watt, and vad disconnect alarms starting on 03-sep-2018. An electrical fault alarm was logged at 15:22:39 due to an overcurrent condition resulting in the pump running on a single stator (rear-stator only). This was followed by 22 high watt alarms logged through 04-sep-2018 which are indicative of the increased power consumption associated with the pump running on a single stator. Another electrical fault alarm was logged at 15:42:42 on 04-sep-2018 still indicating an overcurrent condition in the front stator. A vad disconnect was later logged at 22:59:42 which indicates a physical disconnection of the driveline from the controller. An additional electrical fault alarm was logged at 23:01:29 indicating an open phase in the rear stator followed by another vad disconnect alarm. A driveline splice repair procedure was performed to mitigate the reported event. Failure analysis of the returned segment of driveline cable revealed that the device passed functional testing in a controlled environment. Visual examination of the driveline connector did not reveal any damage, recessed pins, and/or foreign material inside the connector that may have compromised the mechanical/electrical performance of the returned device. Visual inspection also revealed strain relief damage and cuts on the inner lumen. Removal of the inner lumen revealed exposed yellow, blue and white wires. This damage of all wires on the front stator correlates with the electrical faults observed during log file analysis indicating that the pump was running on the rear stator only. The returned segment of the driveline was missing the outer sheath. However visual evidence provided by the site revealed degradation and cracking of the outer sheath. Additionally, visual inspection revealed foreign material caught inside of the driveline lumen likely due to fluid ingr ess. The most likely root cause of the strain relief damage may be attributed to improper handling/wear over time. An internal investigation evaluated driveline sheath damages. Based on the internal investigation conducted, the most likely root cause of driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The wire damage observed may be attributed to handling issues. The integrity of the outer sheath was compromised due to the damage observed which likely contributed to the fluid ingress leading to foreign material observed in the driveline segment. Based on the investigation performed, a possible root cause of the electrical fault alarms due to the overcurrent condition can be attributed to the exposed wires within the driveline cable which likely came in contact with each other during the use of the device. A possible root cause of the electrical fault alarms due to the open phase can be attributed, but not limited, to a marginal driveline connection or contamination. Additional products: controller 2.0/ con305658 d10: no h3: yes h6: FDA method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420/ catalog #: 1420/ expiration date: 2018-05-31/ serial or lot#: con305525 UDI #: asku d10: no h3: yes h4: mfg date: 2017-05-31 h5: no h6: patient code(s): c76143 h6: device code(s): 1198 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer analysis revealed that the patient¿s back up controller was in use at the time of the event. It was further reported that the affected portion of the driveline cable was excised during the driveline splice repair. The driveline and controllers remain in use.

Manufacturer narrative:
Date MFR received was 22apr2019 for MFR report number: 3007042319-2018-04534. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, device evaluation anticipated, but not yet begun (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an electrical fault alarm and high watt alarm. It was noted that the driveline sheath was damaged in a previously repaired area. When inspected by field engineer, the pump was noted to be running on a single stator only. A driveline splice repair was performed. The patient felt discomfort but was conscious throughout the procedure and did not require prophylactic treatment. The pump and driveline remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: (B)(4). Expiration date: 2018-05-31; mfg date: 2017-05-31. If information is provided in the future, a supplemental report will be issued.